Manufacturer narrative:
A steris service technician inspected the amsco 400 sterilizer and found that the heat exchanger required replacement. The technician stated that water was leaking into the heat exchanger which was creating steam. Steam was then drawn into the sterilizer's chamber through the chamber drain. The steris service technician replaced the heat exchanger, tested the sterilizer, and confirmed the unit to be operating to specification. The amsco 400 sterilizer was returned to service and no additional issues have been reported.

Event description:
The user facility reported that an employee's arm was contacted by steam when the chamber door was opened to their amsco 400 sterilizer. The employee sought and received medical treatment (ointment).